Event description:
Peripheral blood stem cells were cryopreserved in 5 cryocyte freezing containers. One of the bags was found cracked before the thawing. The patient did not receive the cells from the broken container. The sufficient back up cells were available for the patient.